Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly and was unraveled. The pe fibers were unwound. Conclusions: evaluation of the returned device revealed the embolization coil pe fibers were unwound. This damage may have occurred due to forceful retraction of the smart coil against resistance. The root cause of the initial reported resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, while advancing a smart coil through a non-penumbra microcatheter, the hospital technician experienced resistance when the smart coil about halfway through the non-penumbra microcatheter; therefore, the smart coil was removed. Upon removal, the physician noticed that the distal third of the smart coil had become unraveled; therefore, the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.